Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed a leak from the deaeration chamber. However, the photograph did not identify a specific defect that could explain the leak. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex m set, an external blood leak "below the external air separation chamber" was observed, resulting in a blood loss of 300 ml. It was reported that a blood transfusion was not needed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.